Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose of 35mg/dl and treated with food. Customer indicated that their blood glucose value was 109mg/dl at the time of the call. There was no indication that the insulin pump over delivered insulin. The customer indicated that they recently had a steroid shot. Customer declined low blood glucose troubleshooting. Customer was advised to monitor the pump, follow up with their doctor and to call back if any further issues.